Event description:
It was reported that during a polypectomy procedure, the snare failed to cut. The target polyp was in an unspecified location within the large intestine. A profile snare wide oval had been advanced to treat the target polyp. The snare was able to capture the target polyp. The electricity was tuned on to the device for polypectomy; however, the snare was unable to "cut a part of the lesion." The snare was unable to open. The procedure was able to be completed with another of the same device. There were no pt complications reported with the pt's current condition listed as "good."

Manufacturer narrative:
The complainant indicated that the device would not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.